Manufacturer narrative:
The report stated that lead b was revised due to migration and an impedance issue. Confirmation of lead migration, by the lab, cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. The report did state that the patient had multiple falls prior to the reported event. Analysis of lead b did not identify any anomalies; there was a cam impression on the outer tubing consistent with the use of a swift-lock anchor. Lead b was electrically tested and passed end to end continuity and inter-channel continuity testing.

Manufacturer narrative:
E1- initial reported phone number: (B)(6). The date of event is estimated.

Event description:
It was reported that following a fall, one of the patient's leads migrated, and the second lead had high impedances. Surgical intervention was undertaken wherein the bilateral leads were explanted and replaced.